Manufacturer narrative:
Analysis of the pump motor gear train corrosion, wear and lubrication. Analysis of the pump also found stall due to shaft bearing. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pump motor had been intermittently stalling since (B)(6) 2014 at 1:16pm. The stalls and recoveries had continued during (B)(6) and the pump was stalled at the time of report. On the night prior to report, the patient went to the emergency room and received oral morphine and baclofen, so she was doing okay with no reported withdrawal. It was indicated that magnetic interference had been ruled out. The device system was used to deliver compounded baclofen and morphine. Later that same day, it was reported that the patient had experienced pain. The pump motor had stalled numerous times starting on (B)(6) and continuing until the pump was replaced six days later. There had reportedly been a stall that recovered after more than two hours. It was indicated that the physician office had advised placing the pump at minimum rate before replacing. Following intervention, the issue had resolved; however, the cause of the issue had not been determined. At the time of report, there was no patient injury. Two days later, it was reported that the patient had been put on morphine and baclofen until the pump was replaced. Two days following that, it was reported that the patient had recovered without sequela.